Event description:
Pt experiencing pain, "infection", and "loss of sight" for ten days. The pt was reportedly hospitalized for seventeen days. The MFR is attempting to obtain info from the attending physician to confirm the event, causality, and outcome.